Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ("pre-term labor"), device expulsion ("migration of the essure inserts/migration of essure device location of device: cervix"), pregnancy with contraceptive device ("unexpected pregnancy/pregnancy (with complications)") and narcolepsy ("narcolepsy") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included absence of menstruation and parity 2 (on (B)(6) 2003 and (B)(6) 2006). Previously administered products included for an unreported indication: mirena from 2006 to 2007. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), narcolepsy (seriousness criterion medically significant), feeling hot ("hormonal changes describe: hot all the time"), hyperhidrosis ("sweating during any activity"), mental disorder ("psychological or psychiatric problems (problems psychological)"), alopecia ("hair loss") and hot flush ("hot flush") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the premature labour, device expulsion, pregnancy with contraceptive device, narcolepsy, feeling hot, hyperhidrosis, mental disorder, weight increased, alopecia and hot flush outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device expulsion, feeling hot, hot flush, hyperhidrosis, mental disorder, narcolepsy, pregnancy with contraceptive device, premature labour and weight increased to be related to essure. The reporter commented: she will need to undergo additional surgical intervention as a result of her essure implants. Because of the requirement to undergo removal of the essure devices she will be left with serious injuries. Dye test completed showing procedure successful; tubes being closed off. In 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr+ social media received - reporter information updated. Patient information updated. Historical drug added. Medical history added. Lab data added. New events hormonal changes describe: hot all the time, sweating during any activity, psychological or psychiatric problems (problems psychological), weight gain / loss specify which one: weight gain, hair loss, pre-term labor and narcolepsy were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.